Manufacturer narrative:
H3: analysis of the pump found no significant anomaly. Pump interrogation upon receipt indicated that the pump was delivering morphine (25 mg/ml at 3.505 mg/day). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n114708009, implanted: (B)(6) 2008, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump. It was reported the hcp was demanding a revision after a discrepancy in the reservoir volume and reported increased pain by patient. There was no known factors that may have led or contributed to the issue. It was noted the patient was seen on (B)(6) 2020 and prior for refill. It was noted that surgical intervention did not occur, but was planned and scheduled for (B)(6) 2020. The issue was not resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history was asked, but unknown. The event date was 2020. No further complications were reported.

Manufacturer narrative:
Product ID: 8709sc, lot# n114708009, implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the prior reservoir discrepancies were no reported to the rep but on day of replacement there was a 6 ml discrepancy from expected volume. It was note the pump at 3.5 m/day. The patient's weight was not available. The pump had been sent back for analysis and the catheter was not replaced.